Manufacturer narrative:
Initial reporter address 1: (B)(6). Good faith effort attempts were made to try and confirm device return and additional detail about what "break" means, but it was unable to be obtained.

Event description:
It was reported that a burr broke. The target lesion was located in the moderately tortuous and moderately calcified artery. A 1.75mm rotablator rotalink plus was selected for use. During pre-testing, it was normal to increase the speed; however, after using the device, it was noted that the front of the burr broke. The device was removed all system as usual step. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a burr broke. The target lesion was located in the moderately tortuous and moderately calcified artery. A 1.75mm rotablator rotalink plus was selected for use. During pre-testing, it was normal to increase the speed; however, after using the device, it was noted that the front of the burr broke. The device was removed all system as usual step. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the burr catheter returned connected to the advancer. The burr was found to be detached. The related rotawire returned within the rotablator plus system, contained the detached burr. Microscope inspection of the device found no damage or irregularity. Visual inspection on device found that the burr and coil were detached. The burr was detached and was found returned on the returned rotawire. The rotawire was removed from the rotablator plus system with resistance due to kinks present on the wire and the nature of the coil detachment. The burr was removed with resistance due to the wire damage present.